Manufacturer narrative:
This is a summary report for lot numbers 18a047, 18c005, 17n014, and 18c024. For eleven of the twelve reported events, the device was received for evaluation and the evaluation is complete. The eleven returned devices were labeled for single use. Visual inspection revealed that the bladders of all eleven devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified for the eleven returned devices. The cause of the condition was not determined. A nonconformance has been opened to address this issue. For the twelfth reported event, the single use device has been received and the evaluation is in progress. A batch review was conducted for lot numbers 18a047, 18c005, and 17n014, and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted

Event description:
This report summarizes <noe> 12 </noe> malfunction events. It was reported that the bladder of twelve small volume infusors ruptured during filling. For all twelve events, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the twelfth sample was received for evaluation. The returned unit was labeled for single use. Visual inspection noted that the bladder has been ruptured. Microscopic examination revealed no abnormality that would cause or contribute to the rupture. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for lot 18c024 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.